Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, while troubleshooting for call service (cs) alarms, review of pump's alarm history revealed a couple of alarms stamped with a date of jan 0, 2007. At the time of the call, the patient's mother confirmed the pump was set to the correct date and time. In addition, the patient's mother confirmed that the pump had not reverted to pump's default date/time with battery changes or pump reboots. The issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows several pump reboots with no time/date reset occurring. Two call service 054 alarms were recorded in the black box history with (B)(6) 2007 time stamp. The pump was exercised for 24 hours with no difficulties noted; the pump was powered off for 24 hours with no time/date reset occurring. The pump was rebooted to the verify screen with the appropriate auditory and vibratory alarms and was found to retain the correct time/date prior to the cs054 alarm. An "ezprime" operation was performed with no difficulties noted. No defects were found with the pump during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.